Event description:
The customer reported that after the sensor was removed, a little was still stuck. The blood glucose reading was 126 mg/dl. There was a lost sensor alert. The patient stated that she did not feel pain or have an infection. The customer was advised that she could contact her health care provider. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.